Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The technician performed power up self-test, occlusion test, and visual inspection. Both tamper seals were intact. The investigation found the top case chipped by the front lower left corner. Left case cracked by the screw. The pump event history showed system failure: primary audible alarm background (bgnd) test that was verified to have occurred in the device error history log. The cause of the reported issue was unable to be duplicated during the occlusion test, there was no problem found. The root cause was unable to be determined, the technician did not notice any external damage to the interconnect board or speaker. The technician replaced the speaker for preventive action. Power up process and perform all functional test which passed.

Event description:
It was reported that a primary audible alarm background (bgnd) test was displayed. No patient injury was reported.